Event description:
A complete description of this event was not given, the district manager indicated that when the customer tried to remove the sheath it got caught on something and started to unravel. The patient is extremely sick and has had a lot of procedures done. Updated information received: (B)(6) 2013: multiple complications trying to introduce sheath due to scarred groin and heavily calcified arteries. Multiple dilators used to get sheath in, micro-sheath separated and at the end of the procedure upon removal of sheath it separated and unwound. Patient was taken to surgery and a cut down was performed to remove the product. The surgeon maintains the product malfunction was due completely to the patient's anatomy and medical history. The district manager reported that the patient is doing well on (B)(6) 2013.

Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4) - removal of device portion is not labeled in the IFU. (B)(4) - sheath separation is labeled in the IFU. Product was not returned for inspection; however, the physician reported that "the sheath it got caught on something and started to unravel... Completely due to the patient's anatomy and medical history." Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection to insure correct inside diameter and outside diameter of tubing and material is free from surface defects, bumps, bulges and protruding coils. Final inspection confirms surface of sheath is free of excessive dents, bumps or scratches. In addition, the instructions for use cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The device separation resulted in significant harm to the patient from the additional cut-down procedure needed to remove the damaged device. Although 100% inspected for sheath size and integrity, the sheath separated per the physician's statements. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. The device failure was completely due to patient anatomy as stated by the physician. The occurrence rate since the CAPA implementation date of (B)(4) 2010 has been calculated and with this additional event has concluded there is insufficient risk to require subsequent corrective action at this time. We will continue to monitor complaints for similar events and have notified the appropriate internal personnel.